Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient underwent intervention. The target lesion being treated is located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.75mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 2.75x24mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with recurrence of angina. The patient had progressive dyspnea on exertion. Stress test revealed positive reversible ischemia. Core lab report notes 7.84% stenosis in the mid lad with remote target vessel revascularization to the 1st diagonal. The diagonal branch stenosis was treated with predilation and placement of a 2.25x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The event was resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).